Event description:
Device 1 of 2 . Reference MFR report: 1627487-2015-15077. It was reported the patient experienced overstimulation while moving. Surgical intervention was undertaken on (B)(6) 2015 and preoperatively the patient indicated he felt positional stimulation. The physician implanted 2 additional leads. Impedance readings were within normal limits with all leads. The patient reported effective stimulation coverage postoperative. The patient also experienced discomfort at the ipg site (reference MFR report: 1627487-2015-15075).

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.